Event description:
It was reported that the mount did not disengaged from the implant (boes605). It was also reported that they were able to finish the procedure with another implant in same surgery.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One t3 short implant was returned for inspection with a transfer mount. A visual inspection revealed signs of wear consistent with use, and debris about the threads and drive feature. The product was functionally tested, and it was determined that the mount was able to be removed with finger loosening. The malfunction is unconfirmed based on these results. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed and the following information was identified: p-iis086gi rev. F 11/2015 and instsm rev d 02/16; delivery protocol; page 64. A root cause cannot be determined.